Event description:
When inserting glide through peel away sheath with the dilator using a twisting technique as manufacturers representatives taught, resistance was met while trying to advance resistance was met. On examination of the dilator it was discovered that the end of dilator was curling back/bunching at the end. Peel away dilator sheath with dilator removed not used further. Resulted in extra equipment required during procedure.